Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with unspecified antibiotics (dosage, route, duration and frequency not reported) for peritonitis. The patient was discharged from the hospital after six days. The following month after the receipt of this report, the patient was switched to hemodialysis and remains on antibiotics. At the time of this report, the patient was still recovering from the peritonitis. No additional information was available at this time. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).